Event description:
During implant procedure, atrial lead impedance was measured over 3000 ohms whereas ventricular lead impedance with within normal range. The physician was not able to explain why the atrial lead impedance was abnormal, since the a lead could not be pulled out of the device. After he put the device into the pocket, the atrial lead impedance returned to normal values.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.